Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) stored two inappropriately episodes of ventricular fibrillation (vf) on the remote home monitoring system due to oversensing of noise on the right ventricular (rv) channel. The oversensing led to pacing inhibition with asystole of approximately five seconds. The vf was self terminating and no therapy was given. It was further noted that both events occurred around the same time frame. Boston scientific technical services (ts) was consulted and suggested checking for any intermittent electromagnetic interference (emi) that may be sensed by the device. The field representative noted that the cause of the noise was unable to be determined. Sensing gain was adjusted and the crt-d and rv lead remain in service. No adverse patient effects were reported.